Manufacturer narrative:
.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving morphine 250mcg/ml at 250.30 mcg/day and bupivacaine 7.3mg/ml at 7.3089 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient experienced urinary retention and itching. The clinical diagnosis was intrathecal (it) medication side effects. The programming date from most recent refill prior to the event was (B)(6) 2016. The device was reprogrammed and the patient was administered benadryl. On (B)(6) 2016, the patient was administered urecholine. On (B)(6) 2016, the device was again reprogrammed and the patient was administered hydrochlorothiazide. On (B)(6) 2016, the event resolved without sequelae. The etiology was reported as related to the device or therapy, not related to the implant procedure and related to morphine and bupivacaine. The drug action that caused the event was re-initiation of therapy (symptoms occurred following a pump replacement of previously explanted device).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving morphine 250mcg/ml at 250.30 mcg/day and bupivacaine 7.3mg/ml at 7.3089 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient experienced urinary retention and itching. The clinical diagnosis was intrathecal (it) medication side effects. The programming date from most recent refill prior to the event was (B)(6) 2016. The patient's dose was decreased by 20% to morphine 200.14mcg/day and bupivacaine 5.8441 mg/day and the patient was administered benadryl. On (B)(6) 2016, the patient was administered urecholine. On (B)(6) 2016, the device was again reprogrammed and the patient was administered hydrochlorothiazide. On (B)(6) 2016, the event resolved without sequelae. The etiology was reported as related to the device or therapy, not related to the implant procedure and related to morphine and bupivacaine. The drug action that caused the event was re-initiation of therapy (symptoms occurred following a pump replacement of previously explanted device).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.